Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 6. E1: patient city: (B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusions set tap not sticking event on 26-may-2024. Infusion set has been used for less than one day. Insertion area was prepared by alcohol. No further information available.